Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not flashing red the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and that it had performed to specification up to (B)(6) 2011. The info obtained from the device showed that on (B)(6) the device failed the weekly self-test because of a low battery. The device would have switched to fault mode and the customer would have been alerted with the status indicator flashing red and the device emitting an audible warning message. This device was allowed to remain in fault mode for 8 months. Evidence also showed the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012 and continued consistently up to (B)(6) 2012 and again on (B)(6) 2012 and continued up to (B)(6) 2012. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically. Testing of the two returned pad-paks (lot s198) confirmed that they had both exceeded the shelf-life and that both had been depleted. Use of these pad-paks with the device would cause the device to detect a low battery, which is why the status indicator on the device was flashing red and the device was emitting an audible device service required warning. The pad pak, which contains the electrodes and batteries, is labeled for single sue but the samaritan pad 300 and 300p devices are for multi-use.